Event description:
The coulter lh 780 analyzer generated erroneous low platelet (plt) results on eight (8) specimens collected over two weeks. Five plt result recoveries had instrument generated giant plt and/or plt clump flags and three did not have any instrument flags. The erroneous results were reported out of the lab. Manual plt estimates were performed with results that ranged from 100-120. The plt estimate individual results were not supplied. No plt clumps or giant plts were seen on the manual smear corrected reports were sent out. Based on available information there was no effect on patient treatment.

Manufacturer narrative:
The instrument is currently within qc specifications with respect to accuracy and precision. Qc was run before and after the event and recovered within assay limits. Based on the raw data review, the lower channels of the wbc histogram did not include sufficient events to trigger either the giant platelet or platelet clump flags for the 3 samples. A field service engineer (fse) was not dispatched for this event. Giant plt and platelet clumps may have contributed to this event. Per labeling, giant plt and platelet clumps are known interfering substance for this method.